Manufacturer narrative:
Corrected information for: d6 additional information for: g3, g6, h2, h6, and h10 an event of acute severe aortic regurgitation, heart failure, and a cusp tear was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 23mm trifecta valve was implanted in a (B)(6) year old male patient. 5 years later, the patient presented to the hospital with acute severe aortic regurgitation and heart failure. On (B)(6) 2021, the patient underwent a valve in valve transcatheter aortic valve implantation(tavi) procedure. A 29mm evolut r valve was advanced with its inline sheath via right femoral artery(rfa) and deployed in the patient with repositioning on one occasion. Final aortogram showed trivial aortic regurgitation. Rfa puncture was closed with pre-deployed proglides. Digital subtraction angiography(dsa) of the rfa puncture showed complete hemostasis and good vessel patency and the left femoral artery(lfa) was closed with an angioseal. The patient had a successful tavi procedure and has been transferred to the care of another hospital. The customer believes the trifecta valve has a cusp tear which is causing the aortic regurgitation.